Manufacturer narrative:
Product analysis: visually confirmed that a portion of the superior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent with overload. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive laminectomy. During surgery, the tip of the instrument was broken. The product came in contact with the patient. No fragments of the broken part remained in the patient. No patient complications were reported as the results of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.